Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The lcd touch was returned to the manufacturer for analysis. Analysis found that the reported problem couldn't be duplication. Monitor was received with minor scratches that didn't affect the functionality of the touch screen functions of the monitor. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. Touch screen functioned normally without failure. Other relevant device(s) are: product ID: 9734137, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the touchscreen stopped functioning on the system. User had rebooted and tried re-calibrating without resolution. This was reported outside of a case. No patient was present.